Manufacturer narrative:
(B)(4). Date sent to FDA: 06/08/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that twenty-five unopened samples of product code eh8030 were received for evaluation. Visual inspection of thirteen unopened samples was conducted and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The devices performed without any defect noted. H6 component code: g07002 - testing of device from same lot/batch returned from user. Related events reported via 2210968-2021-03161 and 2210968-2021-03162.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? What was used to complete the procedure? Please provide the procedure name and date. Did the patient experience any adverse consequences due to this issue? A patch (bovine pericardium) was sutured to the decalcified wall oft he common femoral artery. The same kind of suture but from another lot was used. Endarterectomy of the left common femoral artery and thrombectomy of the left common and external iliac artery (B)(6) 2021. There were no adverse consequences for the patient. I use the 6/0 acc suture a lot and it does happen that the needle disconnects from the suture or that the suture breaks for no apparent reason (i.e. Touching the suture with anything else but my fingers). This usually happens with sutures from the same lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent an endarterectomy of the left common femoral artery and thrombectomy of the left common and external iliac artery on (B)(6)2021 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.